Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model solara2g, serial number/date code (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1125027 rev d (nov-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumers father stated that the frame of his sons solara2g manual wheelchair has cracked. The crack is located where the tie down bracket attaches to the chair. The crack is on both sides of the tubing. The user is using his back up chair that is allegedly too small for him and allegedly causing pain in his legs due to sitting in this chair. No injury is alleged. No RMA has been issued for the return of the chair for an evaluation.

Event description:
Customer alleged frame cracked at tie downs, which is the same location as the year prior. No injury alleged.